Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the ventricular lead was sensing atrial activity. A chest x-ray revealed that the lead had dislodged and pulled back enough to sense and pace the atrium. The patient had earlier reported that the pacemaker moved an inch. The physician elected to leave the device implanted since the patient had conduction.